Event description:
A hospital in (B)(6) reported that an mr290v autofeed humidification chamber overfilled. The hospital further reported that the patient desaturated to 72%. Oxygen was then delivered to the patient directly through their face mask, bypassing the humidifier. The patient's saturation level recovered to over 94% in less than 30 seconds.

Manufacturer narrative:
(B)(4). We are at this time still endeavouring to retrieve the complaint device for evaluation. We will provide a follow-up report upon completion of our investigation.